Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('backache') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage ("haemorrhages"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), dysmenorrhoea ("severe menstrual pains"), multiple allergies ("allergies all over my body"), sciatica ("sciatic nerve pain"), fatigue ("general fatigue"), headache ("severe headaches"), blindness ("vision loss"), personal relationship issue ("relationship issues") and personality change ("change of character"). The patient was treated with surgery (essure device removed). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, urinary tract infection, genital haemorrhage, alopecia, tooth loss, oral disorder, gingival disorder, dysmenorrhoea, multiple allergies, sciatica, fatigue, headache, blindness, personal relationship issue and personality change outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, multiple allergies, oral disorder, personal relationship issue, personality change, sciatica, tooth loss and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('backache') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage ("haemorrhages"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), dysmenorrhoea ("severe menstrual pains"), hypersensitivity ("allergies all over my body"), sciatica ("sciatic nerve pain"), fatigue ("general fatigue"), headache ("severe headaches"), blindness ("vision loss"), partner stress ("relationship issues") and personality change ("change of character"). The patient was treated with surgery (essure device removed). Essure was removed in (B)(6) 2019. At the time of the report, the back pain, urinary tract infection, genital haemorrhage, alopecia, tooth loss, oral disorder, gingival disorder, dysmenorrhoea, hypersensitivity, sciatica, fatigue, headache, blindness, partner stress and personality change outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, oral disorder, partner stress, personality change, sciatica, tooth loss and urinary tract infection to be related to essure. Amendment: the report was amended for the following reason: reporter was added. Device removal date was amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('backache') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), genital haemorrhage ("haemorrhages"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general worsening of my mouth"), gingival disorder ("general worsening of my gums"), dysmenorrhoea ("severe menstrual pains"), hypersensitivity ("allergies all over my body"), sciatica ("sciatic nerve pain"), fatigue ("general fatigue"), headache ("severe headaches"), blindness ("vision loss"), partner stress ("relationship issues") and personality change ("change of character"). The patient was treated with surgery (essure device removed). Essure was removed in 2017. At the time of the report, the back pain, urinary tract infection, genital haemorrhage, alopecia, tooth loss, oral disorder, gingival disorder, dysmenorrhoea, hypersensitivity, sciatica, fatigue, headache, blindness, partner stress and personality change outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, oral disorder, partner stress, personality change, sciatica, tooth loss and urinary tract infection to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.